Manufacturer narrative:
(B)(4).

Event description:
Received information the message screen showed the elective replacement indicator. It is unknown at this time if this is considered the normal eri or early battery depletion. Additional information has been requested and if received a follow up report will be sent.